Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient¿s stimulation was not working on one side. They had no control and thought their implant was dead. The implant was on the highest setting and it was no longer helping them. They stated they may need to have the implant changed or the settings adjusted. Additional information received on (B)(6) 2018 reported that the patient was supposed to have a revision. However, it was reported that the patient passed away on (B)(6) 2018 (determined to be unrelated to the implanted device/therapy).